Event description:
The device was used for colostomy closure. Reportedly, the instrument misfired. The surgeon sutured to complete the anastomosis. The hosp reported that no pt injury had occurred.

Manufacturer narrative:
5/12/97-supplemental report #1 submitted to FDA.